Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the event.

Event description:
It was reported that catheter issue occurred. An opticross hd was advanced for ultrasound examination of the target lesion. During the procedure, lost image has occurred and the air was not fully removed from the catheter when flushing during preparation. The procedure was completed with another of the same device. There was no patient complications reported.